Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported the patient presented to the emergency room for an unrelated event. It was noted that the patient had previously experienced a lead infection that led to the implantation of a leadless pacemaker (lp). The infection persisted and the patient died with the lp implanted. Further information was requested but not received.